Event description:
It was reported patient's leads had high impedances as a result of migration following a fall. Patient underwent surgical intervention was undertaken wherein the leads were explanted and replaced to address the issues. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.